Manufacturer narrative:
The user facility's biomedical engineer (biomed) is going to attempt to make the repairs himself and replace the flow meter.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) display showed "art flow" check sensor. The field service representative (fsr) was told the numbers for l/min were unstable on the display on the centrifugal controller. This issue discovery occurred at the start of surgery during opening of the chest. The customer used their back-up stand-alone centrifugal system to complete the case. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.